Event description:
In 2008, the distributor reported that the screw was found disassembled after transport.

Manufacturer narrative:
The device was not implanted. Request has been made to obtain the product. Evaluation is pending upon the return of the product.